Manufacturer narrative:
Vyaire complaint number:(B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Results of investigaton: the vyaire failure analysis lab (fa lab) was able to replicate the reported problem. The issue was resolved by replacing the lure fitting. The sipap unit tested per service manual. Sipap meets factory service specifications and leak test results passed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical has received the ventilator in question, however the evaluation has not yet begun. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported internal leak on the sipap ventilator. The customer reported that there was no patient involvement associated with the reported event.